Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the has experienced battery charging problems since the ins was implanted two years ago. During charging, the patient repeatedly receives the message that charging was not possible, and that the patient must reposition the charger over the implanted device. After multiple attempts (sometimes as many as 10 times), the patient manages to connect to the ins and charges it. During this, the patient needs to push the antenna against the battery under a specific position. No other messages were received. One time on (B)(6) 2022, the patient received error code rm06. The battery was removed and reinserted into the patient controller, which was successful and the code has not appeared again. The connection problems only occurred while charging and not while interrogating the battery to adjust stimulation. The patient receives stimulation and needs to charge the battery daily (approximately from 30% to 80% every day). The battery appeared to be parallel to the skin. Additional information was received reporting that the ins was implanted in left buttock and that the patient recently fell on the buttock (twice). The patient receives sufficient stimulation at the target location and does not experience any therapy side effects. Impedances were within range. Another patient controller and recharge antenna were used. The new patient controller was paired with the ins. While trying to establish a connection with the ins and the new recharger, the patient again repeatedly received the message that no device was found, and that the patient had to reposition the recharger over the implanted device (e.g.screen 16)). The patient had to lay in a specific body position (on the right side, pulling up the left knee), in order to allow for a proper connection between the intellis and the recharger. An excellent recharge connection was only established after several failed attempts. The current ins was implanted in the same pocket as the previous ins which was bigger. Because the previous ins battery was bigger and could be implanted deeper (4cm vs. 3cm depth of current ins), it was likely that the ins was positioned too deep within the pocket and/or moves within the pocket.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the representative was planning on seeing the patient on (B)(6)2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that they didn't check the ins but they performed tests with a new controller and recharger which worked, so the issue was now resolved. The devices were in the healthcare provider's possession but would be sent back later for analysis.